Event description:
On (B)(6) 2024, it was reported by a sales representative via (B)(4) that (qty. 3) of an ar-9165cdg univers revers universal baseplate impactor blue plastic tips was found to be broken after the case, during cleaning from an rtsa procedure on (B)(6) 2024. The issue did not disrupt the case or cause any negative impact on the patient, and the case was completed as normal. This was discovered after use, and no patient harm was reported.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-9165cdg batch number 052210 was received for investigation. Visual inspection revealed that the blue baseplate adapter had broken off. It was also noted that the laser marks were fading, and scratches were present on the shaft. No functional testing was performed due to the damage to the device. The reported condition is most likely caused by overstressing a device that is damaged naturally and inevitably as a result of normal wear or aging.